Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the buttons on the insulin pump are sticking. It was also reported that there are cracks to the reservoir compartment and battery compartment. Customer's blood glucose level at the time was unknown. Most recent blood glucose level was 125mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed self test. Device received with cracked case at the display window corners, cracked case at reservoir tube window tube window corners and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.